Event description:
During device preparation for the atrial fibrillation procedure, upon opening the package, the catheter was connected to the tactisys, but the contact force gram did not display on the screen. The status light on the tactisys lit in red. The catheter was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.